Event description:
The infant's blood glucose was checked 2 hours after fluids hung (as ordered), and the glucose read low. The trifuse was found to be cracked and slowly leaking fluid. The trifuse was replaced, glucose rechecked and it was within range.